Event description:
Event date unk. Customer reported secondary medication; avelox an antibiotic; back flowed into primary bag. No further info available. Requested set but not received.

Manufacturer narrative:
(B) (4). (B) (4).